Event description:
It was reported to philips that the device had a blower high temperature alarm. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. The customer confirmed that the error log contained consistent with blower temperature high. Customer was able to verify that the circulation fan runs and reported the original air inlet filter was replaced by respiratory, and the condition of that filter is unknown. Philip's remote service engineer (rse) advised customer per technician discretion that the blower should be replaced. Customer is taking responsibility to correct or repair the device. The customer has been notified to contact philips if further assistance is needed.